Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Upon further review, some information had been already reported in mfg report # 3004209178-2014-00596 supplemental submitted to update. (B)(4).

Event description:
Additional information received reported the patient had an appointment on 2014-(B)(6).

Event description:
It was reported that the patient's first device was removed because it was "defective." Later in the call, it was reported that the patient's settings were really high, and the first device reportedly depleted quickly and that was why it was replaced with a rechargeable system. It was noted that the patient's first device was at 2 volts during the day and they dropped it to 1 volt at night. It was noted that with the first device, once they had it adjusted it helped so that the patient didn't need to use the "bolus machine." The patient's device was replaced on february 19. Additional information received one week later reported that electrodes # 2 <(>&<)> 14 were displaying > 10,000 ohms. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.